Event description:
A pt underwent surgery on (B)(6) 2008 for a 2-level anterior cervical discectomy and fusion. Post-op imaging indicates that a caudal screw was not fully seated in the cervical plate. There was no injury reported.

Manufacturer narrative:
The initial reporter alleges acute migration of the screw, but this could not be confirmed. Additional info pertaining to the event was requested, but not provided by the initial reporter. Eval of photo copies of post-op imaging do not provide adequate visual inspection of the caudal screw. Based on the info received, a conclusion for the event cannot be determined. This event is being reported as part of a retrospective review of the company's complaint records. The company has recently re-evaluated this event based on new info and has determined that the event may be MDR reportable. Accordingly, the company is submitting the report in an abundance of caution to ensure full compliance.